Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient received a cement spacer.